Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. The reported event of the returned battery, (B)(4), not charging was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Analysis revealed that the device passed visual examination but failed functional testing as it was unable to provide power to the test bed controller or charge on a test bed battery charger. Internal visual inspection found a wire of one of the cell pairs disconnected from the printed circuit board, likely due to an improper soldering during the assembly of the unit. An additional observation revealed that the integrated chip, mainly responsible for measuring the cell pair voltages was found damaged, likely due to the improper soldering connection, causing the unit to experience an over-current condition. Inadequate soldering and wire tinning in battery packs is currently being investigated by the manufacturer with the supplier. The most likely root cause of the reported event can be attributed to a soldering defect as a result of improper assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the clinical study database that the patient's battery would not charge. The battery was removed from service and a new battery was given to the patient. The issue resolved with the replacement device. The battery was tested on different charging ports. It was further stated that the patient is doing well at home. &#842;